Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the keypad on the keyboard was not working properly when pressed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a glitch when pressing the keypad on the keyboard. A technical support specialist (tss) examined the top-right section of the keyboard, just above the"f10" key, where there were 3 lights. The tss checked whether a green light was lit next to the "1" indicator, which would have indicated that number lock had been enabled. The "numl" key was pressed to toggle number lock off, and typing was attempted again to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.